Event description:
It was reported by repair work order that the customer alleged that the zoom function was working intermittently. Upon inspection of the unit by the service technician, it was confirmed that the zoom was intermittent.

Manufacturer narrative:
Zoom; load cell.

Event description:
It was reported by repair work order that the customer alleged that the zoom function was working intermittently. Upon inspection of the unit by the service technician, it was confirmed that the zoom was intermittent.

Manufacturer narrative:
The PMA/510(k)# was previously not included in the initial MDR that was issued previous to this follow-up report. This follow-up report includes the PMA/510(k)# for the product. Additionally, upon completion of the manufacturer's investigation, it was identified that the zoom drive could surge in an unintended direction due to a malfunctioned load cell.